Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that the aquabeam handpiece/ system experienced technical difficulties during aquablation therapy. The patient presented with urethral strictures, necessitating the use of van buren sounds to achieve dilation. A resectoscope was then used further to expand the urethra before the insertion of the handpiece. The surgeon completed all standard preparations and initiated the procedure as expected. The handpiece was primed and tested, including verification of jet function during setup. Once the handpiece was introduced and the system proceeded to the jet alignment stage, an e22 - motorpack error was triggered. Troubleshooting steps were taken; however, the e22 error persisted; therefore, a new handpiece was introduced and set up accordingly. The e22 error did not recur; however, a new error, e50 - console error, appeared, prompting additional troubleshooting, which resolved the error and allowed the procedure to continue and complete successfully. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. The treatment log files were reviewed and found that an e22 error occurred; confirming the reported event. During functional testing, no issues were found as the aquabeam handpiece was functioning as intended. The aquabeam handpiece was then disassembled and evidence of fluid ingress was observed on the circuit board and encoder wheel. The root cause is determined to be fluid ingress and the root cause source remains undeterminable as the source of fluid is unknown. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam handpiece/lot number 25c00188 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. E22 ¿ motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.